Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and low amplitude. It was also reported that this ra lead was involved in a perforation. The specific location of the perforation was not specified. There was no asystole as a result of these clinical observations. The ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the perforation was identified when the physician saw fluid around the heart via an x-ray and echocardiogram. The ra lead was explanted and replaced. No additional adverse patient effects were reported.